Event description:
It was reported that the patient returned to the cardiac cath lab approximately a year after the unknown xience stent was implanted in the right coronary artery (rca) to treat in stent restenosis of another unknown stent. Angiography revealed in-stent restenosis and a fractured stent strut of the unknown xience stent. The patient was treated with an additional xience stent. The treatment was successful and the patient is doing fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up will be submitted with all relevant information.